Event description:
This lv lead was implanted on (B)(6) 2018 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead impedance was elevated since march from 2500-2900 ohms and was 1500 ohms at implant. The following physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).